Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no. 2015691-2013-19371. Investigation of this event is ongoing.

Event description:
As reported by the edwards sales representative, during a transapical transcatheter aortic valve replacement (tavr) procedure, after the sapien valve was deployed the patient's left main (lm) was noted to be occluded. This was treated with an excellent results. Per additional information received, this patient did well following the tavr procedure. Per report, contralateral lines placed in the usual fashion. Coronary guidewire and a 3.5mm balloon were placed in the lad prophylactically. Balloon valvuloplasty (bav) with 20mm x 5 zmed balloon performed thru 12f sheath in the groin to visualize native leaflets and their relationship to the left main (lm) (distance from annulus to lm was 9mm). It was decided to move forward with tavr after balloon valvuloplasty (bav). The 23mm sapien was deployed 50:50 with trace-to-no aortic insufficiency. It was noticed on a post deployment root shot that the lm was compromised. It was ballooned and a 4.5mm stent was placed with excellent results. Per report, the coronary occlusion was caused by the sapien valve pushing the native leaflet up against the lm ostia. The distance between the annulus and the lm was 9.0mm. The sinotubular junction was 23mm in diameter; narrowed and mildly calcified. There was no ventricular hypertrophy. The aortic valve/leaflet calcification was described as moderate. The aortic valve root calcification was described as severe. The image intensifier angle was good. The coaxial alignment of the valve and delivery system with the aortic annulus prior to deployment was also described as good. The goal for the final valve position was 50:50, however the valve moved up to 60:40 (aortic) position during deployment. The balloon inflation was held for more than 3 seconds during deployment as well as ventilation. There was no loss of pacing capture.

Manufacturer narrative:
(Evaluation codes) of this report has been updated. Cine and tee images for this case were submitted to edwards for review. The imaging was reviewed by edwards's medical staff. Observations/impression: observations: cine: · coronary angiogram demonstrates a normal left main, lad and left circumflex coronary artery. · severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, no mac. · bav unremarkable. · poor coaxial alignment. · good image intensifier angle (iia). · the valve was positioned 55/35 laterally and 70/30 medially. · no loss of pacing capture, ventilation held and no movement of valve during deployment. · coronary angiogram post deployment demonstrates impingement by the valve on the left main (lm) coronary artery, with timi 3 flow. Percutaneous balloon angioplasty of the lm was performed, with improvement of lm stenosis. · post deployment aortogram does not demonstrate significant ar. Tee - · on tee the annular dimension ranges between 19-21 mm. The sinus of valsalva (sov) dimension appears small (22mm). This is consistent with sov obliteration (22-19=3mm). · short axis view of aortic valve demonstrates severe calcification in the ncc and rcc. Impressions: poor coaxial alignment and positioning of the thv in a tilted position led to severe canting of the valve. This canting produced stenosis of the proximal left main coronary artery, which improved with subsequent percutaneous balloon angioplasty. The presence of sinus of valsalva obliteration and bulky calcification of the aortic valve leaflets were confirmed by tee. Per the sapien valve instructions for use (IFU) and device training guide, complications associated with the use of the bioprosthesis and the transcatheter aortic valve replacement (tavr) procedure, include, but is not limited to, coronary flow obstruction/transvalvular flow disturbance. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician¿s training manual recommends that the operator perform an aortogram, CT or tee prior to thv implantation to reveal bulky calcified leaflets, calcified left main and leaflet length; during predilation, assess possible obstruction of left main or any coronary ostia from bulky leaflet calcification. In this case, as noted in the imaging review results, a combination of patient and procedural factors appear to have caused or contributed to this events. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.